Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation results. Updated fields: d8,d9, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reported failure was confirmed. Due to damage to the cable unit, the endoscopic image could not be displayed, and the cable unit's poor watertightness loss caused water loss. In addition, the following reportable malfunctions were identified during the device evaluation: a deposit was found on the rear cover. Based on the investigation results, the following likely led to the malfunction: the most probable cause of the complaint was traced to component failure. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the camera head was leaking, no image was available, and there was a possible cable break. The issue occurred during preparation. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head was leaking, no image was available, and there was a possible cable break. The issue occurred during preparation. There were no reports of patient harm.